Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured and returned. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
. The reported event was confirmed as the product was returned and examination determined that the tasp exhibits signs of repeated use (nicked and gouged), also has fractured on the lateral side of post. All pieces were returned. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to use error, as the scrub tech did not know how to disable the instrument properly. The persona surgical technique ((B)(4)) instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.